Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Unable to verify keypad unresponsive complaint due to blank display. No moisture damage on the keypad traces or keypad dome switches noted. No unexpected beeping noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump exposed to fluid. The customer's blood glucose was 106 mg/dl. The customer stated that keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.